Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: the original complaint could not be duplicated. The keypad was worn, but all symbols were legible and there was no tearing or peeling noted. All of the buttons responded properly. Contamination was found under the contrast button when the keypad was removed. Unrelated to the original complaint, the pump booted on with a dim and discolored display. A test display was used and the variance in color was fixed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and down arrow buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.